Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint sensoritter was not returned to dexcom. The receiver (part number stk-pr-001/serial number (B)(4)/lot number 5199208), being used with the complaint sensor, was returned on (B)(6) 2015. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the diagnostic chart confirmed the reported event of inaccuracies. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The receiver data log was reviewed on 09/02/2015. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.

Event description:
Patient's father contacted dexcom technical support on 09/02/2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patient's father did not report injury or medical intervention.